Event description:
It was reported that during use of the bd nano pro ultra-fine¿ pen needle there was no insulin flowing during injection. There were 6 occurrences. The following information was provided by the initial reporter: verbatim: item 320555 lot # 8171669 exp 2023-06-30 discarded 5 but kept 1 pen needle with insulin not coming out during injection. She then removes the needle and changes the pen needle that one works. Read privacy statement. Sending mailing kit for 1 pen needle with issue husband feels the non patient end is straight. Advised proper placement. Sending replacement.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nano pro ultra-fine¿ pen needle there was no insulin flowing during injection. There were 6 occurrences. The following information was provided by the initial reporter: verbatim: item 320555, lot # 8171669, exp 2023-06-30, discarded 5 but kept 1 pen needle with insulin not coming out during injection. She then removes the needle and changes the pen needle that one works. Read privacy statement. Sending mailing kit for 1 pen needle with issue husband feels the non patient end is straight. Advised proper placement. Sending replacement.